Event description:
It was reported to boston scientific corporation on the (B)(6) 2011, that a cre balloon dilatation catheter was used during a dilatation in the esophagus. According to the complaint, when the balloon was removed from the protective sleeve, it seemed as if there was air inside the balloon already. They attached a syringe in an attempt to remove the air; however they were unsuccessful. When they attempted to advance the device through the scope, they could not due to the air. It was confirmed that a vacuum was not maintained while inserting the balloon into the scope and that there was no reported damage to the balloon or catheter, though the complainant noted the balloon material seemed "friable". The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. The exact event date is unknown. (B)(4) - the reported event of balloon deflation failed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.